Event description:
It was reported that a sponge came out of a minicap. This was found before use. There was no patient involvement. No additional information available.

Manufacturer narrative:
(B)(4). The device has been returned and the evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection confirmed the sponge was not within the minicap. The reported condition was verified but the cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.